Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 147 mg/dl and sensor glucose was 47 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.